Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Note: manufacturer contacted customer in a follow-up call on 04-jun-2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 203 and 173mg/dl. The customer¿s expected fasting blood glucose test result range is 125-132mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 271mg/dl and 245mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2022 and test strips were opened 10 days ago. The meter memory was reviewed for previous test result history (date not set): result 1: 173 mg/dl date: 8/6/2020 time: 953am fasting. Result 2: 203 mg/dl date: 8/6/2020 time: 952am fasting. Result 3: 135 mg/dl date: 8/5/2020 time: 914am fasting. Result 4: 144 mg/dl date: 8/4/2020 time: 1013am fasting. Result 5: 145 mg/dl date: 8/4/2020 time: 1010am fasting.

Manufacturer narrative:
Sections with additional information as of 23-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.